Event description:
The customer reported an unspecified "system error". Further information was provided that the defibrillation output test was out of range. There was no reported patient involvement.